Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and on/off current testing with test batteries/power and pads without duplicating the report. The device's batteries were replaced as a precaution. The device was recertified and returned to the customer. The returned batteries were near depletion and mixed of 3 different date codes. Customer will be refered to proper set-up and storage of device per the operators guide. No trend is associated with reports of this type.